Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that after the patient was repositioned on the table, the patient experienced desaturation. During preparation for an ablation procedure to treat atrial fibrillation, a location reference patch kit was used. The patch was opened, applied to the patient, and connected to the system. However, the patch could not be detected despite troubleshooting attempts, including disconnection and reconnection. The patient was present during the event and required repositioning on the table, during which significant desaturation occurred; the patient was stabilized once properly positioned. A different patch was subsequently used, and the procedure was successfully completed. Good faith effort (gfe) attempts were made to confirm whether an intervention or medical treatment was required to treat the desaturation, however, no response has been received.